Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When and if the device is returned and evaluated the manufacturer will file a f/u report detailing the eval results.

Event description:
User facility reported that the device was in use with pt for delivery of medication for treatment of pulmonary hypertension. According to reporter, the pt reported to hosp care for side effects of drug (diarrhea, fatigue) because the device delivered more medication than was programmed. No permanent adverse effects reported.